Event description:
A (B)(6) male pt's sister contacted zoll lifecor customer support service to report the monitor would not respond when accessing both response buttons. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons issue) has been confirmed. The cause of the response button issue was a defective front response button. The cause of the defective response button was an open switch which resulted in an open connection within the response button. The root cause cannot be positively identified but was likely random component failure. No adverse event resulted from the defective response button. The pt received a replacement monitor.